Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a sensing problem. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment of a sensing problem. The device passed the incoming test that was performed. The device was mechanically intact. The device was cleaned and inspected. It was tested on an automated test system and passed. No anomalies with sensing were found. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.